Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2017 explanted: product type lead h6: (B)(4). Serial# unknown product type external electrical stimulator (B)(4). _lead lot# unknown product type lead a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient had a hard time sitting and had soreness in their buttocks, which they thought may be due to the procedure and their doctor trying to place the lead. It was noted the external neurostimulator (ens) may be in the wrong place around the patient¿s waist and may be causing their difficulty to sit. The patient thought they were supposed to feel stimulation vaginally like when they were at the doctor¿s office, but they felt stimulation in their buttocks which was a different place. It was noted the doctor had a hard time getting the lead on the right side. Sides were switched because the patient was meeting less than 50% improvement. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.